Manufacturer narrative:
UDI # (B)(4). The intraclude is typically used in minimally invasive mitral valve surgery. A leak in the device could result in blood loss. If the leak is significant enough and it requires an exchange of the device after the aortic occlusion or ¿cross clamp¿ is initiated, it results in a change of operative strategy or results in hemodynamic instability requiring blood transfusion. In this case, the surgery was converted to full sternotomy due to pressure loss in the balloon. The balloon required continuous addition of saline to be able to maintain balloon pressure and blood was noted in the syringe. There were no complications reported for the patient. The root cause of this event cannot be conclusively determined with the available information. The subject device was not received for evaluation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that during a mimvr case with an intraclude device, the surgery was converted to full sternectomy due to pressure loss in the balloon. At the end of the case, it was noted a leakage in the insertion between 9 and 10.5 fr section of catheter. As reported, 350 mmhg was the balloon pressure initially, and during the procedure it was required to add additional volume to increase balloon inflation pressure. 250 mmhg was the minimum pressure that was tried to be maintained. When they noticed low pressure it was tried to deflate and inflate the volume again, and at that time blood in the syringe was noticed. No complications reported for the patient.

Manufacturer narrative:
Customer complaint of leakage from mid-shaft area was confirmed. Device was returned with visible traces of blood and was examined in the biohazard area of the lab. The device started leaking at the mid-shaft connection area when inflating the balloon inflation lumen with water. All other through lumens were found to be patent without any leakage or occlusion. No other visual damage or other abnormalities were found. The intraclude is typically used in minimally invasive mitral valve surgery. A leak in the device could result in blood loss. If the leak is significant enough and it requires an exchange of the device after the aortic occlusion or ¿cross clamp¿ is initiated, it results in a change of operative strategy or results in hemodynamic instability requiring blood transfusion. In this case, the device was sent to the supplier for further investigation and a supplier manufacturing related defect was confirmed. The balloon deflation and migration were likely caused by the mid-shaft leak issue. The product failure is assumed to be initiated during manufacturing and is product related. The root cause of this event is currently being investigated by the supplier. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.